Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported his adc freestyle libre sensor prematurely detached, and a replacement product was ordered. On (B)(6) 2020, customer reported that due to a delivery issue involving the replacement product, he was unable to test and therefore experienced a medical event. Customer experienced symptoms described as clumsy, sleepy, and pain, and self-treated with water, walking, and insulin (dose/type unknown). Customer self-presented to a hospital where a reading of 500 mg/dl was obtained on the hcp meter and he was diagnosed with hyperglycemia and administered insulin for treatment. There was no report of death or permanent injury associated with this event.